Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that they allege insulin pump was under delivering. The customer¿s blood glucose value was 340 mg/dl. Customer's current blood glucose level was 280 mg/dl. The customer self treated for high blood glucose level with bolus. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer allege insulin pump was under delivering because blood glucose was not lowered even after giving bolus. The insulin pump will not be returned for analysis.